Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.¿

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Reportedly, the pump was exposed to extreme heat and "gelatin-like" novolog insulin was observed. Tandem customer technical support informed customer that insulin should not be exposed to extreme cold or heat per the user guide. Customer¿s blood glucose level was 300 mg/dl.